Manufacturer narrative:
Returned for evaluation was a 90cm evlt fiber. A visual inspection was performed on the fiber, no noted visual defects. The lok could be moved along the fiber shaft. The customer's reported complaint description of "fiber lok not welded to the fiber." Is confirmed. Although the complaint descritpion is confimed, a definitive root cause could not be established. A possible contributing could have been due to subsequent handling in process or by end user which resulted in bond failure. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.during the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During an evlt procedure using a nevertouch laser fiber, it was noted after the fiber had been placed, that the luer lock/fiber stop had detached from the fiber shaft. This allowed the laser fiber to extend approximately an additional 10cm than was intended. The device was removed and set aside, and a new of the same device was used to successfully complete the procedure. There was no serious harm or injury to the patient due to the even. It was reported the disposable device is available for return to the manufacturer for a device evaluation.